Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the arm on (B)(6) 2023. On 12/13/2023, the patient experienced bleeding at the sensor insertion site which occurred the day after the sensor was inserted into the arm. The day after sensor insertion, the patient noticed the sensor insertion site was bleeding and would not stop. The patient consulted with a doctor regarding the bleeding, and the doctor had to insert three stitches at the sensor insertion site to stop the bleeding. No other treatment or medication was provided to the patient other than the stitches. The patient was fine at the time of the report. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional patient or event information is available.